Event description:
It was reported to boston scientific corporation that a guidewire was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure to treat obstructive jaundice and bile duct stones performed on (B)(6) 2024. During the procedure, the guidewire broke off and was detached inside the patient, an attempt was made to remove the broken piece however, it was unsuccessful due to the position of the broken piece of the guidewire and to reduce any further injury. Imaging was performed, and the drain was extended to the mid bile duct. Contrast was injected through the drain and confirmed distal end tube in mid bile duct adjacent to a fragment of wire from an attempt at rendezvous ercp. Coil wire fragment was seen in the duodenum at the junction of the bulb and second portion, extending into the bile duct. The common bile duct was diffusely dilated, with a stone causing an obstruction. The largest diameter was 15 mm. The middle third of the main bile duct contained one stone, which was 13 mm by 13 mm in diameter. After extending sphincterotomy, balloon dilation, the stone was removed. Coil wire could not be completely removed. Subsequent evaluations showed: (B)(6) 2024, the patient had normal chem 7, normal liver enzymes, hb12, normal white blood cells (wbc). (B)(6) 2024, a cholecystectomy was performed. (B)(6) 2024, the patient had no right upper quadrant discomfort, no yellowing of eyes or skin, and no fevers or chills. (B)(6) 2024, the patient had normal liver enzymes and normal complete blood count (cbc). (B)(6) 2024, imaging shows a retained wire within the common bile duct and stable sub centimeter pancreatic cyst on CT pancreas. The patient claimed to have suffered bodily injury and resulting pain and suffering, disability or physical impairment, disfigurement, mental anguish, inconvenience, loss of capacity for the enjoyment of life, expense of hospitalization, medical and nursing care and treatment, loss of earnings, and loss of ability to earn money. Additionally, the neurologist of the patient is pursuing a brain MRI but is limited by the retained wire inside the bile duct that is not considered MRI compatible.

Manufacturer narrative:
Block d4, h4: detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block e1: this event was reported by the attorney for the plaintiff (patient). The healthcare facility is: (B)(6) hospital. (B)(6). Block h6: imdrf device code a0401 captures the reportable event of core wire break. Imdrf patient code e2008 captures the reportable event of unretrieved device fragment. Imdrf patient code e2330 captures the reportable event of pain. Imdrf patient code e2308 captures the reportable event of deformity/disfigurement. Imdrf patient code e0206 captures the reportable event of unspecified mental, emotional or behavioral problem. Imdrf patient code e2401 captures the reportable event of unspecified patient injury. Imdrf impact code f23 captures the reportable event of unexpected medical intervention. Imdrf impact code f2203 captures the reportable event of imaging required. Imdrf impact code f1202 captures the reportable event of disability. Imdrf impact code f08 captures the reportable event of hospitalization or prolonged hospitalization. Imdrf impact code f06 captures the reportable event of disruption of subsequent medical procedure.

Manufacturer narrative:
Block d4, h4: detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block e1: this event was reported by the attorney for the plaintiff (patient). The healthcare facility is: (B)(6). Block h2 (additional information): block a6 (patient race), block b3 (date of event), block b5 (describe event or problem), block d1 (brand name), block d2a (common device name) have been updated based on new information received on (B)(6) 2025. Block h6: imdrf device code a0401 captures the reportable event of core wire break. Imdrf patient code e2008 captures the reportable event of unretrieved device fragment. Imdrf patient code e2330 captures the reportable event of pain. Imdrf patient code e2308 captures the reportable event of deformity/disfigurement. Imdrf patient code e0206 captures the reportable event of unspecified mental, emotional or behavioral problem. Imdrf patient code e2401 captures the reportable event of unspecified patient injury. Imdrf impact code f23 captures the reportable event of unexpected medical intervention. Imdrf impact code f2203 captures the reportable event of imaging required. Imdrf impact code f1202 captures the reportable event of disability. Imdrf impact code f08 captures the reportable event of hospitalization or prolonged hospitalization. Imdrf impact code f06 captures the reportable event of disruption of subsequent medical procedure.

Event description:
It was reported to boston scientific corporation that a guidewire was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure to treat obstructive jaundice and bile duct stones performed on (B)(6) 2024. During the procedure, the guidewire broke off and was detached inside the patient, an attempt was made to remove the broken piece however, it was unsuccessful due to the position of the broken piece of the guidewire and to reduce any further injury. Imaging was performed, and the drain was extended to the mid bile duct. Contrast was injected through the drain and confirmed distal end tube in mid bile duct adjacent to a fragment of wire from an attempt at rendezvous ercp. Coil wire fragment was seen in the duodenum at the junction of the bulb and second portion, extending into the bile duct. The common bile duct was diffusely dilated, with a stone causing an obstruction. The largest diameter was 15 mm. The middle third of the main bile duct contained one stone, which was 13 mm by 13 mm in diameter. After extending sphincterotomy, balloon dilation, the stone was removed. Coil wire could not be completely removed. Subsequent evaluations showed: (B)(6) 2024, the patient had normal chem 7, normal liver enzymes, hb12, normal white blood cells (wbc). (B)(6) 2024, a cholecystectomy was performed. (B)(6) 2024, the patient had no right upper quadrant discomfort, no yellowing of eyes or skin, and no fevers or chills. (B)(6) 2024, the patient had normal liver enzymes and normal complete blood count (cbc). (B)(6) 2024, imaging shows a retained wire within the common bile duct and stable sub centimeter pancreatic cyst on CT pancreas. The patient claimed to have suffered bodily injury and resulting pain and suffering, disability or physical impairment, disfigurement, mental anguish, inconvenience, loss of capacity for the enjoyment of life, expense of hospitalization, medical and nursing care and treatment, loss of earnings, and loss of ability to earn money. Additionally, the neurologist of the patient is pursuing a brain MRI but is limited by the retained wire inside the bile duct that is not considered MRI compatible. Additional information received on november 04, 2025. The initial procedure was performed on (B)(6) 2024, and the dreamwire was used and a portion of it was left inside the patient. On (B)(6) 2024, an endoscopic retrograde cholangiopancreatography (ercp) procedure was performed for the treatment of common bile duct stones. During the procedure, a 0.035inch x 450 cm angled dreamwire was passed anterograde through the needle and was able to traverse the stone but failed to traverse the ampulla, likely due to a stricture at the ampullary orifice. The echoendoscope was removed and the side viewing scope was reinserted. No bile or methylene blue was seen at the ampullary orifice. Using the cholangiogram obtained during eus as a guide, several additional attempts were made at biliary cannulation but were not successful. There were no immediate patient complications, and the patient was sent to hospital ward for ongoing care. The patient was recommended for urgent percutaneous biliary drainage since contrast injected into bile duct but not drained. Recommend internalizing drain into duodenum to facilitate rendezvous ercp alongside the percutaneous drain, and large stone removal. On (B)(6) 2024, an initial interventional radiology procedure involving percutaneous transhepatic cholangiography to access the bile ducts and place a drainage catheter (ir intro ptc for drainage/accession) was performed. Incidental note is made of coiled/knotted wire which partially projects over the common hepatic duct and partially external to it. During discussion with the endoscopist, it was a part of the wire that was used during an ercp and was sheared off performed on (B)(6) 2024. The plan is to retrieve it at the time of next ercp procedure. On (B)(6) 2024, an n endoscopic retrograde cholangiopancreatography (ercp) procedure was performed for the therapy of bile duct stones. During the procedure, contrast was injected through the drain and confirmed distal end of tube in mid bile duct adjacent to a fragment of wire from attempt at rendezvous ercp. The scope was passed through the upper gi tract. Coil of wire fragment was seen in the duodenum at the junction of the bulb and second portion, extending into the bile duct. The coil in the duodenum (wire fragment) was partially removed with a rat tooth and a biopsy forceps. However, the entire coil could not be removed from the bile duct. Since the coil has formed a stable tract between the bile duct and duodenum, decision was made to leave the coil in place and minimize aggressive attempts at removal. Occlusion cholangiogram confirmed absence of bile leak. There were no immediate patient complications, and the patient was discharged to home. On (B)(6) 2024, a CT scan of the abdomen with IV contrast was performed. During the procedure, a wire-like metallic defect was noted within the caudal cbd, traversing the lateral wall of the ampulla and penetrating into the second portion of the duodenum, measuring 4.6 cm in length. No associated inflammatory changes, biliary obstruction or collection. On (B)(6) 2025, a CT scan of the abdomen and pelvis with IV contrast (CT abd/pel w ivcon/accession) was performed for the treatment of generalized abdominal pain. The result shows that in the biliary, a metallic wire-like radiodensity in the bile duct, unchanged. No bile duct dilation and the gallbladder is absent.

Event description:
It was reported to boston scientific corporation that a guidewire was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure to treat obstructive jaundice and bile duct stones performed on (B)(6) 2024. During the procedure, the guidewire broke off and was detached inside the patient, an attempt was made to remove the broken piece however, it was unsuccessful due to the position of the broken piece of the guidewire and to reduce any further injury. Imaging was performed, and the drain was extended to the mid bile duct. Contrast was injected through the drain and confirmed distal end tube in mid bile duct adjacent to a fragment of wire from an attempt at rendezvous ercp. Coil wire fragment was seen in the duodenum at the junction of the bulb and second portion, extending into the bile duct. The common bile duct was diffusely dilated, with a stone causing an obstruction. The largest diameter was 15 mm. The middle third of the main bile duct contained one stone, which was 13 mm by 13 mm in diameter. After extending sphincterotomy, balloon dilation, the stone was removed. Coil wire could not be completely removed. Subsequent evaluations showed: (B)(6) 2024, the patient had normal chem 7, normal liver enzymes, hb12, normal white blood cells (wbc). (B)(6) 2024, a cholecystectomy was performed. (B)(6) 2024, the patient had no right upper quadrant discomfort, no yellowing of eyes or skin, and no fevers or chills. (B)(6) 2024, the patient had normal liver enzymes and normal complete blood count (cbc). (B)(6) 2024, imaging shows a retained wire within the common bile duct and stable sub centimeter pancreatic cyst on CT pancreas. The patient claimed to have suffered bodily injury and resulting pain and suffering, disability or physical impairment, disfigurement, mental anguish, inconvenience, loss of capacity for the enjoyment of life, expense of hospitalization, medical and nursing care and treatment, loss of earnings, and loss of ability to earn money. Additionally, the neurologist of the patient is pursuing a brain MRI but is limited by the retained wire inside the bile duct that is not considered MRI compatible. ***additional information received on november 04, 2025*** the initial procedure was performed on (B)(6) 2024, and the dreamwire was used and a portion of it was left inside the patient. On (B)(6) 2024, an endoscopic retrograde cholangiopancreatography (ercp) procedure was performed for the treatment of common bile duct stones. During the procedure, a 0.035inch x 450 cm angled dreamwire was passed anterograde through the needle and was able to traverse the stone but failed to traverse the ampulla, likely due to a stricture at the ampullary orifice. The echoendoscope was removed and the side viewing scope was reinserted. No bile or methylene blue was seen at the ampullary orifice. Using the cholangiogram obtained during eus as a guide, several additional attempts were made at biliary cannulation but were not successful. There were no immediate patient complications, and the patient was sent to hospital ward for ongoing care. The patient was recommended for urgent percutaneous biliary drainage since contrast injected into bile duct but not drained. Recommend internalizing drain into duodenum to facilitate rendezvous ercp alongside the percutaneous drain, and large stone removal. On (B)(6) 2024, an initial interventional radiology procedure involving percutaneous transhepatic cholangiography to access the bile ducts and place a drainage catheter (ir intro ptc for drainage/accession) was performed. Incidental note is made of coiled/knotted wire which partially projects over the common hepatic duct and partially external to it. During discussion with the endoscopist, it was a part of the wire that was used during an ercp and was sheared off performed on (B)(6) 2024. The plan is to retrieve it at the time of next ercp procedure. On (B)(6) 2024, an n endoscopic retrograde cholangiopancreatography (ercp) procedure was performed for the therapy of bile duct stones. During the procedure, contrast was injected through the drain and confirmed distal end of tube in mid bile duct adjacent to a fragment of wire from attempt at rendezvous ercp. The scope was passed through the upper gi tract. Coil of wire fragment was seen in the duodenum at the junction of the bulb and second portion, extending into the bile duct. The coil in the duodenum (wire fragment) was partially removed with a rat tooth and a biopsy forceps. However, the entire coil could not be removed from the bile duct. Since the coil has formed a stable tract between the bile duct and duodenum, decision was made to leave the coil in place and minimize aggressive attempts at removal. Occlusion cholangiogram confirmed absence of bile leak. There were no immediate patient complications, and the patient was discharged to home. On (B)(6) 2024, a CT scan of the abdomen with IV contrast was performed. During the procedure, a wire-like metallic defect was noted within the caudal cbd, traversing the lateral wall of the ampulla and penetrating into the second portion of the duodenum, measuring 4.6 cm in length. No associated inflammatory changes, biliary obstruction or collection. On (B)(6) 2025, a CT scan of the abdomen and pelvis with IV contrast (CT abd/pel w ivcon/accession) was performed for the treatment of generalized abdominal pain. The result shows that in the biliary, a metallic wire-like radiodensity in the bile duct, unchanged. No bile duct dilation and the gallbladder is absent. ***correction noted on december 22, 2025*** the legal documentation stated that the patient claimed to have suffered bodily injury and resulting pain and suffering, disability or physical impairment, disfigurement, mental anguish, inconvenience, loss of capacity for the enjoyment of life, expense of hospitalization, medical and nursing care and treatment, loss of earnings, and loss of ability to earn money. Additionally, the neurologist of the patient was pursuing a brain MRI but was limited by the retained wire inside the bile duct that was not considered MRI compatible. However, a thorough review of the available medical records does not confirm the occurrence of the complications alleged in the legal documentation. There is insufficient clinical evidence to support claims of pain, bodily injury, disability, or other listed conditions. At present, there is no verified medical evidence to support the allegations described in the legal documentation. The investigation will continue to monitor for additional information or corroborating clinical data.

Manufacturer narrative:
Block d4, h4: detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block e1: this event was reported by the attorney for the plaintiff (patient). The healthcare facility is: (B)(6). Block h2 (correction): block b5 (describe event or problem), block h6 (patient codes) and block h6 (impact codes) have been corrected. Block h6: imdrf device code a0401 captures the reportable event of core wire break. Imdrf patient code e2008 captures the reportable event of unretrieved device fragment. Imdrf impact code f23 captures the reportable event of unexpected medical intervention. Imdrf impact code f2203 captures the reportable event of imaging required. Imdrf impact code f08 captures the reportable event of hospitalization or prolonged hospitalization. Imdrf impact code f06 captures the reportable event of disruption of subsequent medical procedure.